Event description:
It was reported that after placing a guiding catheter into the internal thoracic artery, the physician advanced the fastracker-325 to make an angio 3 times. He successfully made the angio 2 times but the 3rd time the catheter detached at the hub. The pt was not impacted by this malfunction.